Event description:
End user sent an email stating hello, I've been purchasing your products from amazon for a while now and I've always been satisfied. Well I received a box of 100 insulin syringes yesterday & a lot of them are already dull!! Never used but dull and the reason I always go with your brand is to avoid this since I've never had issue until now. Amazon told me to contact the seller so that's what I am doing. Unused i.s returned/replaced.